Event description:
Additional information received reported it was considered that the pipeline failed to open due to possibly being partly still constrained by the ptfe sleeves. The pipeline was not positioned in bend; it was in a straight segment. There were no other additional steps or devices used to open the pipeline.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex shield was returned stuck inside the phenom 27 catheter, within the outer carton, bio-hazard bag, and shipping box. ¿ damage location details: both the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal end of the braid was not opened and frayed, while the proximal end was found to be opened and frayed. The pushwire showed no bends, and there were no defects observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined with no damages found. However, the catheter body was found to be flattened at 1.2cm to 3.0cm, and accordioned at 7.5 cm to 11.0 cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was confirmed, as the braid's distal end was not opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid or deployment of the braid in the vessel bend. The customer indicated that the braid was not positioned in a vessel bend, which rules this out as a potential cause. It is possible that the damaged braid and severe vessel tortuosity may have contributed to the failure to open. Braid damage can occur due to resheathing more than 2 times, over-manipulation, deployment technique, resistance encountered when advancing or retracting the delivery wire, or deploying/re-sheathing the braid against resistance. Additionally, the customer's report of "resistance during delivery/retrieval" was confirmed, as the pipeline flex shield was returned stuck inside the the phenom 27 catheter. Both the pipeline flex shield and catheter were found to have damages. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) suggests that high force was likely used. This damage may have resulted from the customer¿s attempts to advance or retrieve the pipeline flex shield through the catheter against resistance. However, the root cause of the resistance could not be determined. Possible resistance causes include severe vessel tortuosity and lack of the continuous flush with heparinized saline during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure involving a pipeline embolization device 4.75mm x 20mm, there were several issues. The procedure was conducted on an unruptured saccular aneurysm located in the left ophthalmic artery, accessed via the left internal carotid artery with severe vessel tortuosity. The distal segment of the pipeline device failed to open properly, even after multiple attempts to bump and resheath it. Additionally, the ptfe sleeves became stuck in the microcatheter tip, and the distal segment opened in a conical shape, while the mid-segment achieved good wall apposition. This led to a decision to remove the device. During removal, the device deployed inside the microcatheter lumen, necessitating the use of another phenom27 catheter and the deployment of a surpass evolve 5x20 device. The catheter experienced occlusion and stretching at the proximal location during removal. Dual antiplatelet treatment was administered, and post-operative imaging showed all arteries were filling well. No patient symptoms or complications were associated with this event. No patient complications have been reported as a result of this event.